Event description:
It was reported that during a right hemicolectomy procedure the trigger was locked and it was not possible to close it. The surgeon reopened the stapler, relocated the tissue and reclosed the jaws. The stapler fired the clips but it didn't cut. The procedure was completed with a monopolar device and sutures. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: the event states, the trigger was locked and it was not possible to close it. The surgeon re-opened the stapler, relocated the tissue and reclosed the jaws please verify, was the issue with the closing trigger or the firing trigger? The device cut but did not staple on what tissue type was the device used? Colon dx. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.